Event description:
A falsely elevated ctni result of 2.1 ng/ml was obtained on a sample from a pt. The laboratorian retested the sample following their sequential testing protocol and a result of 0.00 ng/ml was obtained and reported. Pt treatment was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. Analysis of instrument data indicated failure of hm flush component.